Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that the arctic sun device has been alerting 01 and 02 low flow and air leak intermittently. Water flow rate (wfr) was 1.2 l/m walked through stop therapy, drain and disconnect pads. Reconnected holding nowhere near clear connectors. Verified audible clicks with each connection and all lines straight with no bends or kinks. Restarted therapy and water flow rate (wfr) was stabilized at 1 l/m . Advised to call back if any alerts return.

Event description:
It was reported that the nurse stated that the arctic sun device has been alerting 01 and 02 low flow and air leak intermittently. Water flow rate (wfr) was 1.2 l/m walked through stop therapy, drain and disconnect pads. Reconnected holding nowhere near clear connectors. Verified audible clicks with each connection and all lines straight with no bends or kinks. Restarted therapy and water flow rate (wfr) was stabilized at 1 l/m. Advised to call back if any alerts return.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The DHR review could not be performed without a lot number. The labeling is found to be adequate. Intended use: the arctic sun® neonatal arcticgel¿ pads are intended for use with the arctic sun® temperature management system, to provide energy (heat) transfer between the patient and the temperature-controlled water circulating through the neonatal arcticgel¿ pads in order to provide targeted temperature management. Indications for use the arctic sun® temperature management system is a thermal regulating system, indicated for monitoring and controlling patient temperature in adult and pediatric patients of all ages. Contraindications: there are no known contraindications for the use of a non-invasive thermoregulatory system. Do not place the neonatal arcticgel¿ pad on skin that has signs of ulcerations, burns, hives or rash. Do not remove the fabric release liner of the neonatal arcticgel¿ pad and expose the hydrogel. Do not place the neonatal arcticgel¿ pad hydrogel on immature (non-keratinized) skin or premature babies. While there are no known allergies to hydrogel materials, caution should be exercised with any patient with a history of skin allergies or sensitivities. Warning do not place the neonatal arcticgel¿ pad over transdermal medication patches as warming can increase drug delivery and cooling can reduce the drug delivery, resulting in possible harm to the patient. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.